Event description:
The blood glucose monitoring device system was reading high with a result of 294 mg/dl and went to the doctor to have glucose tested. It was reported the doctor device read 88 mg/dl and no treatment was received. A request was made for the return of the suspect device and replacement product was sent.